Manufacturer narrative:
Not applicable.

Event description:
The reported problem (injury) was confirmed. A us distributor reported that a patient lost balance tripping over connector cord and sprained their ankle while wearing the lifevest. The patient¿s foot was placed into medical boot to stabilize and heal. The patient advised it was not broken but was sprained. During a follow-up, the patient stated that the injuries are improving.